Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. There was no evidence in the logs of a broken power cord but console was not returned for investigation. G1 reporting contact email was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25012.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. Data analysis: the console was able to plug and unplug ac power on (B)(6) and after but complaint did not allege loss of ac power. Device analysis: the console was returned and the ac cord was found to have extra cable exposed. The cord was disassembled and there was found to be 1.5" of cable confirming the complaint. Root cause: the cause of the issue was a defective cable. D.9. Device returned to manufacture date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while on patient support, the automated impella controller (aic) plug, and the power cord came apart. The wires were hanging freely and the plug was still in the wall. A new aic was used. The patient remained stable and the procedural outcome was the patient survived the event.